Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with an unspecified antibiotic (dose, frequency and route not reported). On an unreported date during the hospitalization, the patient's pd catheter was removed and pd therapy was discontinued to allow the peritonitis to completely resolve. On an unreported date, the patient was switched to hemodialysis. On an unreported date, the peritonitis resolved and the patient was recovered from the event. On an unreported date, post peritonitis recovery, the patient had a new pd catheter inserted and the patient was switched back to pd therapy using a home choice cycler with dianeal 1.5% and 2.5% therapies. No additional information is available.

Manufacturer narrative:
(B)(4). On an unknown date in 2012, the patient experienced peritonitis. The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted.